Manufacturer narrative:
The insulin pump failed the displacement test and seated at the end of motor travel. The insulin pump also alarmed motor error during the rewind due to an out of phase motor encoder signal.

Event description:
It was reported that the insulin pump alarmed motor error during normal use. Troubleshooting was performed, and the insulin pump continued to alarm motor error. Nothing further was reported.